Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual investigation: two of six screwdriver flanks have broken off fragments at their tips. The remaining flanks are rounded and worn. The broken off portions are not available for investigation. Dimensional inspection: because of the existing use related damage on the available instrument and the missing broken off portions a dimensional inspection cannot be conducted drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload on the device. Conclusion: the received condition agree with the complaint description as the t8 star drive flanks are partially broken off. The complaint therefore is confirmed. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device history lot manufacturing location: supplier - universal punch / inspected, packaged and released by: monument manufacturing date: 23-jan-2013 part number: 314.116, stardrive screwdriver shaft qc/t15 lot number: 7087485 (non-sterile) this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery for an ankle fracture with a fibula plate on (B)(6) 2019, the tip of the screwdriver shaft was broken. The issue was discovered when the nurse and the surgeon checked the device after the nurse felt uncomfortable after attaching an unknown locking screw to the shaft. The procedure was successfully completed using another shaft. It is unknown if there was a surgical delay. There was no adverse consequence to the patient. Concomitant device reported: locking screw (part # unknown, lot # unknown, quantity unknown), fibula plate (part # unknown, lot # unknown, quantity unknown). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).